Manufacturer narrative:
D10: concomitants: (B)(6): 260-04-44, rbk cemented finned tray 4f/4t. (B)(6): 244-02-04, h/f ps cem. Femoral size 4, left. (B)(6): 200-02-38, three peg patella, 38mm. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
It was reported that a 73 yo male patient, initial left knee implanted on (B)(6) 2017, underwent a revision procedure on (B)(6) 2023, approximately 5 years 10 months post the initial procedure due to poly wear. Everything was removed and the patient was revised to a competitor¿s devices. There were no device breakages or surgical delays reported. The patient was last known to be in stable condition following the event. X-rays were unable to be obtained. No device returns anticipated as they were disposed of by the hospital. Device images were provided. No further information.

Manufacturer narrative:
H3: the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. G4:510k is unknown. Device is not registered in the USA. The following sections were corrected: b2 h6 the revision reported was likely the result of prosthesis wear. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear could not be determined as the devices were not returned for evaluation, and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.